Event description:
It was reported that the o-rings on the reservoirs came loose, move too easily and were not even. The blood glucose reading was 7.4 mmol/l. It was also reported that insulin squirted out while filling tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.